Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"Air gaps noted by cst member when evaluating for possible tipping of tooth #24. Updates: case (B)(4) date 7/30/24: "" it's found the 12 is the best fit for both upper and lowers going to go back in to 12. Please help me with my progress I want to be"

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.